Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain a the ipg site. As such, the patient underwent surgical intervention on (B)(6) 2019, wtherein the ipg was relocated. Reportedly, the issue is resolved.